Event description:
Caller alleged discrepant results compared with the lab. Caller also reported imprecision with inratio meter. Results as follows: date: (B)(6) 2011; inratio: >7.5; 6.5. On (B)(6) 0211, pt was hospitalized after inratio result of 6.5 inr. Pt's coumadin was also held at the hospital.

Manufacturer narrative:
Investigation pending.